Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens was identified to be broken immediately following implantation into the eye. The rayone aspheric rao600c was explanted and exchanged during the original surgery session. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device has not been returned. The rayone preloaded iol injection system use fmea identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone aspheric rao600c batch 093225281 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. Rayner is following up with the healthcare facility to obtain additional information to facilitate further investigation of the event.

Event description:
On 21st june 2024, rayner received notification from a healthcare facility in ireland of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that the lens was broken immediately following implantation into the eye.